Event description:
It was reported that the patient experienced increased spasticity. A tissue occlusion on the pump side of the catheter-pump interface occurred. The catheter was patent. The pump was replaced. The device system was used to deliver baclofen. It was later reported that no rotor study or dye study was performed. Following the pump replacement, the patient recovered without sequela. It was later reported that there was tissue build-up in the pump port/catheter connection that infiltrated drug flow. On (B)(6) 2014, the patient¿s family noticed a change/increase in the patient¿s spasticity levels, so they suspected that something was wrong with the device system. When the patient was seen on (B)(6) 2014, the patient seemed fine.

Manufacturer narrative:
Additional information/device evaluation: analysis of the pump revealed ¿no anomaly found¿.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was concern for a recent baclofen withdrawal and illegible. The patient underwent imaging but this did not demonstrate any discontinuity due to the baclofen pump or system. However, there was still concern that the patient had been symptomatic and there were no other issues after interrogation of the system. A pump revision occurred earlier this year and some fluid was noted around the pocket site. On evaluation of the pump, debris was noted at the proximal end of the catheter and inside of the pump as well. There was concern that this might have been what was causing some possible failure. Of note, there was distal cerebrospinal fluid (csf) flow that was occurring spontaneously coming out of the catheter and after the pump pocket was flushed. The surgeon and team were able to see the fluid come out of the distal end. The decision was made, due to the amount of debris at the pump site, to implant a new pump. The device malfunction was noted as the device did not do what it was supposed to do. It was further reported that the patient was doing well since replacement and was receiving effective therapy. No issues or permanent issues occurred.